Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor issues. It was reported that the patient experienced a loss or change of therapy. The patient¿s device was malfunctioning and they had a return of symptoms. The patient had the device for bowel incontinence and was concerned that going through the airport did something to their therapy. The patient did not feel stimulation and normally did not feel it unless they increased it. The patient increased stimulation to 8.5v on p3 and still had issues. It was confirmed stimulation was on. Changing programs and increasing amplitude was reviewed, and it was noted the patient was going to keep it at p4 for now. No further complications were reported/anticipated.